Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the hcp reported that the patient told her that their pump had been turned off; however, when the hcp was interrogating the pump she was able to get the logs and it did not indicated that the pump was turned off. The patient was in a rehab facility. The hcp was seeing the stopped pump period may exceed tube set message at the top and also one back on (B)(6) 2017 but was not seeing any motor stall messages. The logs were also showing that an alarm was silenced on (B)(6) 2018. The hcp was going to go back to the patient and then call back for further troubleshooting. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.